Event description:
An o. R. Technician reports that an intraocular lens was scratched in the cartridge of the delivery system. Enlargement of the incision was necessary to accomodate removal and replacement of the lens. Additional information has been requested.